Manufacturer narrative:
Product investigation is in progress.

Event description:
At least 3 strings have broken from my current box of tampons [device breakage] case narrative: consumer reported via e-mail that the tampon strings are breaking. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
At least 3 strings have broken from my current box of tampons [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are breaking. No injury reported.